Event description:
During a low anterior resection procedure, the anvil popped out of the device. He used a new device, but the same anvil and tried again. The same thing happened again. A third like device was used to complete the procedure. There was no patient consequence.